Event description:
During hysteroscopic fallopian tube occlusion essure was removed from box and tip of delivery system was noticed to be bent abnormally. Md could not manipulate the defective essure device correctly and discarded the device, or staff retained the packaging. A second essure device was obtained for the procedure.